Event description:
It was reported to philips that fluoroscopy was not possible. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by pressing the footswitch again. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy failed. Review of system log file identified the sib temperature was high. The philips engineer restarted the air conditioner in machine room. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.